Event description:
During attempted implant of the left ventricular (lv) lead, the stylet could not be removed from the lead. Lead damage was observed. A different lv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of stylet could not be removed and lead damaged were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector assembly was pulled from the connector boot along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged in the inner coil distal to the connector assembly. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector assembly and inner coil to be pulled out from the connector boot.